Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, an unspecified reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter displayed inaccurately high blood glucose results compared to another meter. The complaint was classified based on the customer service representative (csr) limited documentation as the reporter and the patient were unwilling to provide further information. The reporter stated that the patient was unable to confirmed when the alleged inaccuracy issue began and claimed obtaining inaccurate high blood glucose readings for a month prior to contacting lfs customer service. On an unspecified date and time since the alleged issue began, the patient obtained inaccurately high blood glucose results of ¿191 mg/dl¿ on the subject meter and ¿141 mg/dl¿ on another meter (onetouch verio iq) performed over 30 minutes of each other. The reported time difference of more than 30 minutes between readings makes this comparison invalid for the purposes of determining an inaccuracy. In addition, meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin medication on a sliding scale. The patient did not provide further information on the dosage and name of the medication. 2 hours after the alleged inaccurate meter reading, the reporter stated the patient developed symptoms of feeling ¿sweating, shaking and weak¿ which caused the patient to fall. It was not reported if the patient made any changes to his usual diabetes management regimen. The reporter informed the csr they gave ¿something¿, possibly some food and/or drink to the patient to increase the patient¿s blood glucose level. During troubleshooting, the csr established that the patient¿s meter was set to the correct unit of measure at the time of testing and the patient confirmed that he had used an approved sample site to obtain the blood sample. No replacement products were sent to the patient as unable to arrange the delivery. A vial of control solution was set to test the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event although the reported time difference between the comparative results was invalid and meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method.